Event description:
It was reported that a balloon rupture occurred. This 2.00mm x 8mm nc emerge balloon catheter was selected. During the procedure the balloon ruptured. The procedure was completed with a different device. No patient complication were reported and the patient was in good condition.